Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was damaged while setting. The account also indicated that the leading haptic was not folded when advancing the plunger and balanced salt solution (bss) was used for setting. The procedure was completed successfully with a replacement device. There was no patient contact with the device as the issue was prior to use. No patient injury was reported. No medical intervention was required. Through follow-up, we learned that the physician prepared the preloaded device and used bss from a different manufacturer. The account also reported experiencing resistance when rotating the plunger. The instructions for use were followed. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown, as information was requested but not provided. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: april 29, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod partially advanced to the lens stuck in the cartridge. Viscoelastic residue was observed to be evenly distributed throughout the cartridge. No cartridge or cartridge tip issues were identified. The lens module was inspected revealing no issues or viscoelastic residue. Device assembly was inspected revealing no issues; viscoelastic residue was observed below the lens module indicating an excessive amount of ophthalmic viscosurgical device (ovd) may have been used which could contribute to the complaint issue reported. The plunger rod and plunger rod advancement was inspected revealing no issues. The lens could not be removed from the cartridge for further evaluation; however, the lens was observed to be torn and crumpled. The lead haptic was not observed to be unfolded. The complaint issues "lead haptic not folded" and "difficult to use" were not identified during product evaluation. The complaint issue "lens damaged" was identified; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.